Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (lad) artery with a previously implanted unknown stent. An attempt was made to advance a 2.25x12 mm xience alpine rx stent delivery system (sds) through the unknown implanted stent in order to treat a distal lesion, but the sds stent got stuck. The sds was withdrawn and the stent dislodged. The stent was located proximal to the intended site and proximal to the previously placed stent. Multiple balloon catheters were used to implant the stent; ultimately the stent was fully apposed to the vessel wall in an unintended site. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.